Event description:
A user facility reported that an intraocular lens (iol) became damaged in the cartridge of an iol delivery system. The lens went through the posterior capsule when it was injected from the cartridge. Additional information has been requested.